Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead was experiencing crosstalk oversensing, abnormal capture threshold and abnormal sensing. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported events of unspecified capture, unspecified sensing, and oversensing were not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual or x-ray inspections of the lead did not find any anomalies.